Manufacturer narrative:
(B)(4). Date sent: 02/25/2019. Additional information requested and received: there was no damage to the vagus nerves but was an incredible amount of inflammation and dense adhesion's around the linx device.

Manufacturer narrative:
(B)(4). As a lot was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the op-notes and radiology report available? If yes, please send to productcomplaint1@its.jnj.com. Is the surgeon aware of any damage to vegas nerve or bundles during implant?

Event description:
It was reported that the linx device was explanted. The patient was experiencing gastro paresis. The entire device was removed, and the device was not replaced. There were no noticeable observations noted during the removal of the device. There were no patient consequences reported as a result of the removal.